Manufacturer narrative:
This is 1st of 2 mdrs. Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the subject stent was received deployed within the lumen of a microcatheter. The stent delivery wire (sdw) and the introducer sheath were not returned. The microcatheter could not be flushed. The microcatheter was cut in order to remove the subject stent. There was an unknown material (possibly some sort of tubing like polytetrafluoroethylene (ptfe)) present on both ends of the subject stent. The functional inspection was unable to perform as the subject stent was returned in a deployed state. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The as reported 'stent deployed prematurely during transfer' was not confirmed during device analysis. The remaining code 'stent difficult/unable to transfer' and 'stent difficult/unable to advance or pullback through catheter' could not be replicated as the subject stent was returned in a deployed condition. The returned device did not meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that the device was prepared as per the dfu. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure. It was reported that 'after implanting coils, the physician attempted to deploy subject stent through the microcatheter. However, when the subject stent had entered approximately 2 cm into the microcatheter hub, the assistant was unable to continue advancing it, and repeated attempts by the physician also failed. The delivery wire for the subject stent was then withdrawn, resulting in subject stent deployment and entrapment within the microcatheter. The subject stent was returned for analysis deployed inside the proximal section of a microcatheter (mc). The subject stent was stuck inside the lumen of the microcatheter, and it was necessary to cut the microcatheter in order to remove the subject stent. There was an unknown material (possibly some sort of tubing like polytetrafluoroethylene (ptfe)) wrapped around both ends of the stent. The subject stent was noted to be deformed. The stent delivery wire (sdw) and the introducer sheath were both not returned for analysis. Based on the event description and analysis results, one possibility is that the introducer sheath was initially correctly positioned as was noted in the follow-up replies, but subsequently (and inadvertently) moved either proximally or distally prior to subject stent advancement out of the sheath (it is not possible to decide which direction the movement was in as the sheath was not returned for inspection). However, microcatheter used is one of the 2 recommended microcatheters to use when delivering a subject stent, because the internal hub profile of this microcatheter is an exact match for the external profile of the distal tip of the subject stent introducer sheath. This suggests that the inadvertent movement of the sheath was in a proximal direction as the internal profile of the hub ought to prevent distal sheath movement, if this were to occur, it is likely that, during advancement of the subject stent to transfer it from the sheath into the proximal end of the microcatheter lumen, the subject stent would partially deploy into the gap (caused by proximal sheath movement). The user would, as a consequence, experience increased resistance during attempts to advance the subject stent into the microcatheter lumen. Upon realizing this (through increased resistance), the user normally attempts to withdraw the subject stent. During this action, the stent appears to have fully deployed in the lumen of the microcatheter. This is one possible explanation for the damage/observations noted during analysis and the information provided in the event description. An assignable cause of procedural factors has been assigned to the as reported, 'stent difficult/unable to transfer' and 'stent difficult/unable to advance or pullback through catheter.¿ and as analyzed ¿stent deployed prematurely during use¿, ¿stent deformed¿ as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use. The remaining as reported ¿stent deployed prematurely during transfer' will be assigned not confirmed.

Event description:
It was reported that when the subject stent had entered approximately 2 cm into the microcatheter hub, resistance was encountered. The delivery wire for the stent was then withdrawn, resulting in stent deployment and entrapment within the microcatheter hub. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event. The subject device was returned for analysis and the device investigation revealed that the subject stent was deployed during use. No clinical consequences were reported to the patient due to this event.